Manufacturer narrative:
Concomitant medical products: product ID 8703w lot# l44337 implanted: (B)(6) 1997 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep and confirmed by the physician. The cause of the puss was not determined. The surgeon removed one of the catheter anchors and cleaned the puss from the area. A culture of the puss was taken and sent for testing. The issue was resolved. The patient's weight was unknown. The catheter remains implanted and only one anchor was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l44337, implanted: (B)(6) 1997, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 26-may-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml at around 549.7 mcg/day) via an implanted infusion pump. It was reported the patient had a "puss spot" on their back lateral to where they recently had scoliosis surgery. The patient saw the ortho physician to discuss the puss spot but the ortho physician thought it could be along the route of the catheter. The patient was opened up a months ago to explore if the puss spot was along the route of the catheter and they were not sure if it was so they cleaned it up and put the patient on antibiotics to clear the puss spot. The puss spot had then grew back, so they were going back in today to see if it was related to the catheter. The cause of the puss spot was unknown. The surgeon removed on of the catheter anchors around the pussy area and cleaned the area. Culture of the puss was taken and sent for testing. It was noted the issue resolved and the catheter remains implanted.